Event description:
Consumer reported complaint for high, low and erratic blood glucose test results. Customer stated that she is administering insulin based on the meter results. The customer is concerned with test results from back to back blood test results of 126 and 113 mg/dl and from results obtained of 155 mg/dl pm fasting, 74 mg/dl am fasting and 84 mg/dl two hours post meal (pm). The results of 155, 74 and 84 mg/dl were provided from the customer's notes. The customer¿s expected am fasting blood glucose test result is less than 100 mg/dl and expected pm fasting blood glucose test result range is 102-108 mg/dl. The customer feels well and did not report any symptoms. Customer stated that a few days prior she had obtained a blood glucose test result of 193 mg/dl am fasting. Customer was concerned with the result obtained being higher than normal and had gone to the hospital. Customer stated she was not experiencing any symptoms related to diabetes at the time. Customer's blood glucose test result at the hospital had been 84 mg/dl two hours post meal (breakfast); customer stated it was almost three hours after the result of 193 mg/dl had been obtained. The doctor had advised customer that her blood glucose was fine and customer did not receive a diagnosis or medical treatment. Doctor had advised customer to follow-up with her primary care physician. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The customer is using the true metrix pro meter with true metrix test strips. The test strip lot manufacturer¿s expiration date is 02/29/2024 and open vial date is one month prior to call. The meter memory was reviewed for previous test result history: result 1: 126 mg/dl date: (B)(6) 2022 time: 8:50 am fasting, result 2: 113 mg/dl date: (B)(6) 2022 time: 8:49 am fasting, result 3: 102 mg/dl date: (B)(6) 2022 time: 9:42 pm fasting, result 4: 95 mg/dl date: (B)(6) 2022 time: 6:35 pm fasting, result 5: 106 mg/dl date: (B)(6) 2022 time:12:29 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 06-jan-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 13-feb-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.